Event description:
The pt had a previous fracture that had been fixed with a sign nail. She was involved in a second accident and as a result of the accident the sign nail was broken. Cause of the i.m. Nail breakage was the second accident. No indication of product defect.